Event description:
Customer reported poor recovery of digoxin assay on au640 analyzer. Patient samples were reported as falsely elevated by up to 2 times the actual valve. A patient with an incorrect value of 3.2 ng/ml. Was reported when the actual sample value was 2.2 ng/ml. The customer did not report that there was any treatment or intervention for the report and there is no information that the patient experienced any difficulties.